Event description:
It was reported that the customer was low all day and was not concerned with her ow blood glucose level. Customer stated that she was running a temporary basal and is aware of why she was low. Customer was not concerned with troubleshooting the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.